Manufacturer narrative:
A ge rep evaluated the system, and replaced blown fuses, the camera, and reloaded software. System operates as intended. (B) (4).

Event description:
The customer reported, the system will not display an image. No pt injury was reported.